Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of an overinfusion, and the root cause could not be determined. No repairs were necessary for the reported condition. Service history review determined that this device has not been previously sent into service at baxter. Device history review determined that no exceptions were observed for this device during manufacturing. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
Information received indicates the foot hi/low function is slowly drifting down.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump overdelivered by 20% during biomedical testing. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.